Event description:
It was reported that during a bilateral below the knee amputation on a patient with a stent in their leg, a stryker pump and stryker tourniquet cuffs were used. The surgeon reported more bleeding from the leg than expected. The patient lost approximately 750 cc's of blood. There was no medical intervention or additional treatment required due to this event. The procedure was completed successfully as planned with no adverse consequences alleged.

Manufacturer narrative:
The pump and cuffs were not returned to the manufacturer. According to the account, there was no indication that the cuff was not holding pressure during the procedure. There was stated that the pump and the cuffs were tested at the account after the procedure and were found to be functioning properly. The IFU states that the smart pump is contraindicated for use on "patients exhibiting vascular problems of the extremities such as arteriovascular impairment, phlebitis, infection, uncontrolled diabetes, and/or other associated problems". The fact that the patient had a stent in the leg and was undergoing a bilateral below the knee amputation is an indication that circulatory issues may have been a factor.